Event description:
The physician implanted a resolute integrity drug eluting stent in the sfg to rca which was reported to exhibit 90% stenosis and be a very resistant lesion. Lesion was pre-dilated. After deployment, a perforation was noticed, which was treated with 4 other brand stents. It is reported that the physician did not blame the stent, but older grafts. Patient was in recovery.

Manufacturer narrative:
Evaluation results: inherent risk of procedure- dissection patient's condition affected effectiveness of device-90% stenosis, resistant lesion, physician indicated that the vein graft was the reason for the dissection. Evaluation conclusion: known inherent risk of procedure- dissection device failure/lack of effectiveness related to patient condition-90% stenosis, resistant lesion, physician indicated that the vein graft was the reason for the dissection. (B)(4).